Manufacturer narrative:
Final analysis found that the insulation was abraded at 10 cm and 15 cm from the connector pin. The proximal coil was exposed. The abrasions where due to friction with another device, which could cause the noise problem.

Event description:
It was reported that the lead exhibited noise. The lead was removed.